Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed during decon that the device would not cool due to a failed mixing pump. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error), expected 6 actual 28. A check of the diagnostics showed a failed mixing pump stated would order and replace onsite. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the arctic sun device would not auto fill. It was stated that the control panel speaker output functions for about 5 minutes after powering up but then slowly fades to no sound. Once the device cooled off after a short period of being powered down, the speaker output was there until the short period during which the panel warmed up again. A test speaker was utilized to verify it was not the speaker but the control panel output to the speaker. It was also stated that the double bend tube was found expanded during servicing. It was noted that the tank's seals were found lifted and torn from the tank. It was noted that the control panel, heater, double-bend tube, and tank seals were replaced.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error), expected 6 actual 28. A check of the diagnostics showed a failed mixing pump stated would order and replace onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.